Manufacturer narrative:
Customer could not confirm whether the control, test or reference lines on the test cassette were visibly developed. Customer did not know when calibration bar had last been cleaned. Controls were last run between (B)(6). Customer was advised to clean calibration bar and run controls on the instrument. Both levels of control passed after cleaning.

Event description:
Pt was admitted due to pelvic pain. Customer reported a false positive urine hcg which was confirmed with serum beta hcg. Pt treatment was delayed until false positive confirmed. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to pt health.